Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6; 3/5/125 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports there was low vaulting with lens rotation, blurred vision, headaches, the lens was repositioned but this did not resolve the problem. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).